Event description:
It was reported by service report that the corner cover was broken with sharp edges exposed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.